Manufacturer narrative:
Concomitant medical products: product ID: 97745bp, lot#: nlh003703n, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the controller cover doesn't fit and keeps coming off. The patient reported that they have been charging too often since the ins was surgically removed. It was reported that it takes too long to charge the ins. It was reported that the ins had to be moved over the spine on the right side because the ins had moved over to the spine. The patient reported that when they charge the ins, the controller goes down to 50%.

Manufacturer narrative:
Product ID: 97745bp, serial# (B)(4), product type: accessory. Patient code (B)(4) no longer applies. Conclusion code no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the controller cover doesn't fit and keeps coming off. The patient reported that they have been charging too often since the ins was surgically moved. It was reported that it takes too long to charge the ins. It was reported that the ins had to be moved over the spine on the right side because the ins had moved over to the spine. The patient reported that when they charge the ins, the controller goes down to 50%. The controller battery pack wouldn't hold a charge. No further complications were reported or anticipated.